Event description:
It was reported that a screwdriver broke while inserting the first screw during a single-level anterior cervical discectomy and fusion (acdf) at c5-c6 on (B)(6) 2015. As the surgeon was spinning the handle to advance the screw, it was reported that the handle just started spinning and turning the whole driver, but not advancing the screw. The scrub tech took the driver to the back table where it was discovered that the tip of the driver had broken off inside the screwdriver shaft. The surgeon had to remove the screw with a different driver. The surgeon then removed the implant from the patient and used a different system to complete the procedure. A surgical delay of thirty (3) minutes was noted. There was no reported additional harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional patient information: patient height was reported as (B)(6). Patient identifier is unknown. Patient weight reported as (B)(6). Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: october 9, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Product investigation summary: the angled stardrive screwdriver t8 with sleeve (part 03.617.900 / lot 2000136) was received with a broken tip on the distal end of the drive shaft. This failure mode is consistent with the application of excessive torque. Replication of the returned device is not applicable since the part was returned broken. The returned condition agrees with the complaint description and so the complaint is deemed confirmed. The driver is a component of the zero-profile (zero-p) anterior cervical interbody fusion (acif) system and is designed to be used in conjunction with an angled awl for hole preparation and screw insertion, if the patient¿s anatomy does not allow use of the straight instruments. For final tightening, only drivers compatible with a 1.2 nm torque limiting attachment (03.110.002.99) should be used. The technique guide cautions: ¿if the torque limiting attachment is not used, breakage of the driver may occur and could potentially increase risk to the patient.¿ this complaint is consistent with the failure due to torque. Bench top testing establishes the failure torque of the angled driver to be 2.45 nm +/- 0.63 nm, which exceeds the torque necessary to engage the locking mechanism of the screws. Because the driver failed intra-operatively, it¿s likely the driver was being used for final tightening and a torque greater than the 1.2 nm required for locking was being applied. The angled driver is not designed or intended to be used for final tightening of the screws to engage the taper locking mechanism. A shaft for angled screwdriver with quick coupling (03.617.905) and torque limiting handle (03.110.002.99) can be utilized for angled final tightening of the screws when the patient anatomy does not allow for use of the straight instruments. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Correction: a surgical delay of thirty (30) minutes was noted.